Event description:
Caller reported a pump malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to contact technical support if the issue reappeared, which the caller acknowledged and understood.